Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a right coronary artery. A 4.00x38mm synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion and when the physician pulled the stent back, it was damaged by the guide catheter. The stent was removed and the physician inserted a guidezilla ii and a choice pt ms wire. A new 4.0x3.8mm synergy was advanced and completed the procedure. No patient complications were reported and the patient was well.